Manufacturer narrative:
Physical device was not received for analysis. Locked down/smartphone phone_control_ios, omnipod 5 software app version 2.1.0, operating system 26.3, hardware iphone14.5, cgm sensor type g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. The correlation to action #98586 could not conclusively be determined because the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results including a determination of correlation to action #98586.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 21 mg/dl while wearing the pod between 4 and 24 hours on the back. Symptoms reported include low blood glucose, losing vision and panicking. Emergency medical services (ems) were called, and upon arrival ems provided the patient with juice, glucose gel, and started an intravenous with dextrose. There were multiple corrections given the evening prior for high blood glucose within 30 minutes, and the patient switched to manual mode when their blood glucose was dropping thinking manual mode stopped insulin delivery. The patient was released from the hospital on (B)(6) 2026.